Event description:
Patient was noted to be on vacation and presented to the ER after receiving two shocks. Interrogation displayed an alert message that the hv circuit had been damaged. It was observed that all tachy therapies were disabled. It was noted that the patient had been seen a few weeks before vacationing. It was suggested that device be re-interrogated. If the message was displayed again, it was suggested to consider replacing both device and lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Further information was available on the associated lead. The patient was discharged and had scheduled a follow-up after returning home from vacation.